Manufacturer narrative:
Complaint investigation: review of event description: possible revision surgery option inquiry has been made for durom cup. Since the production of durom cup has been stopped, there are no revision options. The brochures and surgical techniques for the same have been attached to get solution for pre-planned surgery. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. DHR review: the DHR check could not be performed as the lot number was not available. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprothesis conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that there is planned revision surgery for an unknown durom cup for unknown reasons.